Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify battery anomaly, perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery test failed alarm after inserting new battery and replace battery now alarm. The customer stated that the they were able to clear alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.